Manufacturer narrative:
The second promus stent (part unk, lot unk), indicated is being filed under the same MFR#.

Event description:
Reporting status: death. Reporting rationale: the patient expired in ICU. Device issue: no device malfunction has been reported. It was reported that two promus stents were implanted. The patient was sent to ICU and expired an hour later. No additional event or patient information is available.